Manufacturer narrative:
Additional information d9, h3, h4, h6, h10. H10: the actual device was received for evaluation. Visual inspection was performed and identified an irregular brown fleck embedded in the tubing. The reported condition was verified. It was determined that the burned resin can be generated in the cannon and accumulate on the pin and bushing combinations, and eventually been carried into the tube during the manufacturing process. No corrective actions were identified for the reported issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. Device manufacturer address (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a foreign matter was observed floating inside the tubing of a clearlink system continu-flo solution set. It was further reported that "the substance can move up and down the line a little bit". The set was connected to baxter 5% dextrose injection solution 250ml. This was identified during unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.